Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, upon opening the iol, the haptic was noted to be separated from the optic. A replacement iol was not available. The patient was left aphakic, and returned a week later to have a new lens implanted in a secondary surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Haptic and optic damage was observed. Solution is dried on the lens. Product history records were reviewed and the documentation indicates the product met release criteria. The product investigation could not identify a root cause for the damage. The observed lens damage is typical in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the condition of the returned sample and the presence of surgical solution and the ink-like substance, we are unable to verify that the damage was present when opened. There have been no other complaints reported to the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).